Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an issue with the preloaded device. The plunger was not engaging, and it moved under the lens. The surgery was not completed. There was no patient harm. No further details are expected, as the reporter has no more information available.